Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer reported issue. The image tested okay, and no moisture was observed. The inspection noted there is a cut on the cable below the protective boot cover. Stains were found under the light guide coverglass, scratches on around the rigid outer tube and dents on the distal tip edge. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request by the surgical inventory technician at the user facility that the customer endoeye high-definition ii, autoclavable video telescope has ¿red-blue¿ images. The customer reported problem was found at inspection before use. No death injury or infection and no impact to person or other was reported to olympus.